Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. During the firing cycle, several skips were audible in the firing stroke. The instrument was dismantled for visualization of internal components, and sheared teeth were observed on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth condition may occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range, firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution, preoperative radiotherapy may result in changes to tissue. These changes may. For example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size, always include the combined thickness of the tissue and any staple reinforcement material in use when choosing the proper staple cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic lobectomy. The devices had an issue while being applied on treatment of fissure. After correctly loading the reload, the jaws cannot be closed. Then, the surgeon replaced with a new staple reload, but the jaws cannot be closed and handle has an abnormal sound. Afterwards, the surgeon replaced a new handle, and then loaded the reload, which was used at the first time, but still cannot close the jaws. Then, after loading the reload that was used at the second time, it was successfully used and finally complete the operation. Manual stitching was made using a microscope to complete the case. No patient injury.